Manufacturer narrative:
Eval is in process. A f/u medwatch report will be filed upon completion.

Event description:
It was reported that the pt underwent initial implantation of the slimplicity cervical plate on (B)(6), 2013. Revision was performed to address non-union on (B)(6), 2013. It was identified that two of the locking tabs on the plate were fractured allowing the bone screws to back out. The plate, screws and fractured locking tabs were removed.